Manufacturer narrative:
There is no additional information available for this event. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, when used with 190 series scopes, the device yielded images that were freezing. There was no patient involvement.

Manufacturer narrative:
Device has not been returned. As such, an actual device evaluation is not performed. Evaluation has been done by historical data. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. As reported for this device, when used with 190 series scopes, the device yielded images that were freezing. Detailed information was requested but no further information could be obtained. In addition, the actual product has not been returned, so the root cause of the problem cannot be identified. Probable cause is as follow: as the endoscopic image of the 190 scope freezes (the 180 scope is normal), it is likely, the phenomenon is assumed to be caused by the 190 scope, not the device.